Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number 25571953 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Is important to mention that the sterilization run 30040443 had a sterilization due to a power glitch, therefore the devices associated were re-sterilized under sterilization run number 30040462 and evidenced that the cycle was successfully completed. During the trend review of all infection complaints for gel breast implant for the period of apr 22 through mar 24, was noted 1 outlier in jun 22. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the infection event, so, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective action taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection.

Event description:
Healthcare provider reported that patient developed an infection in their breast soon after initial surgery. The infection was cultured and determined to be mrsa. The patient was treated and no longer has infection. This record is for the left side. The device has been explanted and replaced.